Event description:
It was reported that this right atrial (ra) lead became dislodged and had no capture. This lead was explanted and a new lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received for analysis.